Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim form and medical records received. After review of medical records, it was stated that the patient was revised to address instability and recurrent dislocations. The patient was reported to have slipped and fell on (B)(6) 2007 resulting to pain and dislocation. Several incidents of dislocations were reported and were treated with closed reduction. There was also a noted broken screw in the previous reduction; however, it is unknown which specific screw broke. Revision surgery was then opted on (B)(6) 2008. Revision notes reported abundant scar and there was soft tissue laxity and valgus instability. Moreover, during the initial hip replacement on (B)(6) 2007, the srom stem and sleeve were too tight in the bone so the srom stem backed out and femur over reamed to 12mm. A cable was used to avoid insertional fracture. In this course, it resulted to posterior avulsion of the greater trochanter. Later on (B)(6) 2007, an I&d and evacuation of hematoma was done and the avulsion was repaired. Doi: (B)(6) 2007; dor: (B)(6) 2008 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.